Event description:
Customer reported tandem mobi cartridge alarm occurring approximately 17 to 20 times in the past week. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and arranged for a replacement pump. Customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery. Instructions were given for placing the pump into storage mode before returning it, and customer acknowledged the steps needed upon receiving the replacement pump, along with returning the problematic pump via ups within 10 days using the provided box and label.